Event description:
During shift check, a customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message without the patient or the manikin on the platform. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 error was due to the failed load cell modules, likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. The load cell characterization test revealed that both load cell modules were over-reporting. The load cell modules were replaced to address the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).